Event description:
The clinic reported that a laser vision correction patient presented with wrinkles in flap in the left eye one day post treatment. Surgeon stretched it to straighten out. No loss of best corrected visual acuity (bcva) reported. The patient had no complaints as he didn't noticed.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.